Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An inventory coordinator reported that during a surgical procedure on extraction of the laser probe the trocar came out also. A sample is not expected. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on october 26, 2016. There were 558 paks associated with this lot. A review of the manufacturing record did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. No samples have been returned for evaluation for the report of instrument pulls out trocar therefore, the condition of the products could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Samples were not returned therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).